Manufacturer narrative:
Investigation summary: the device was visually inspected and reddish/brownish material was observed in the peek housing. Then, during the second visual reddish material was confirmed inside clear pebax. Magnified visual inspection revealed a hole on the pebax surface. A manufacturing record evaluation was performed for the finished device 30247976m number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified that there was a hole on the pebax surface. It was initially reported by the customer that there was blood inside the force sensor housing of the catheter (peek housing). The issue of foreign material in the pebax with no external damage was assessed as not MDR reportable since the potential risk that they could cause or contribute to a death or serious injury is remote. On november 11, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was reported that upon initial visual inspection that there was reddish/brownish material observed in the peek housing. On november 25, 2019, a magnified visual inspection was completed and revealed a hole on the pebax surface. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through visual analysis on november 25, 2019 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is november 25, 2019. On december 17, 2019, additional information was received, and it was noted that the sheath used in the procedure was a baylis medical sureflex sheath, 8.5 french. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. It was confirmed that the catheter pebax was not physically damaged.

Manufacturer narrative:
On (B)(6) 2019, it was noticed that the concomitant product was inadvertently omitted from the 3500a. The product has now been added to concomitant medical products. Manufacturer's reference # (B)(4).